Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that no issue with prp kit or machine were detected at first. Load went smoothly. Machine seemed to run fine no issues with sound, heat, pump or spin until 3 minutes from end. I noticed the usual 1 cc into the rbc pouch and the dial turned normally into the ppp direction. It started to come out yellow (as usual)- after a few moments the yellow turned to red so, I approached the machine closer and saw that blood was all over the inside of the lid and chamber. Red blood continued to load into the ppp, the dial did turn again into the prp syringe, but nothing came out, lastly, the dial turned into the rbc pouch and blood finished emptying. Additional information obtained 10/01/2020: the procedure was a prp injection. The blood did not spill outside the machine. The blood spill was cleaned up with wipeall cloths to soak up the majority of the blood, then oxivir wipes were used to reach all areas the staff could reach within the machine. Additional information obtained 10/7/20: the prp processing set that was used with the angel machine was abs-10063, lot 2020020008. The blood leaked from the kit.